Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate antitachycardia pacing and shocks were observed in vt/svt/vf episodes via remote transmission. Programming changes were made. Patient condition was stable.